Event description:
Terumo medical corporation received the following reported information: after the left femoral artery was punctured, endovascular thrombectomy (evt) for the below knee (bk) was performed via antegrade approach. The angio-seal device was used for hemostasis, but it was difficult to insert the assembly into the artery. When the physician thought that hemostasis was achieved without problems and was about to complete the procedure, bleeding suddenly recurred, and the patient complained of pain in his/her big toe. When the site of hemostasis was imaged using a surface ultrasound, it was confirmed that the anchor was placed around the posterior wall and was not fixed to the upper wall of the artery. The right femoral artery was then punctured, and angiography was performed from the contralateral side. The superficial femoral artery (sfa) below the bifurcation the superficial femoral artery (sfa) and deep femoral artery (dfa) was completely occluded. The physician suspected a thrombotic obstruction and removed a thrombus using an aspiration catheter. As blood flow slightly improved, a cutting balloon catheter was used to dilate the hemostatic site. Each time dilation was performed, blood flow in the superficial femoral artery (sfa) decreased and that in the deep femoral artery (dfa) decreased repeatedly, and the collagen in the artery seemed to move alternately between the superficial femoral artery (sfa) and deep femoral artery (dfa) sides through a mechanism like carina shift. Afterwards, as blood flow in the below knee (bk) decreased, the below knee (bk) was also dilated using the balloon catheter. Although blood flow did not completely return to normal, the physician determined that this was within the acceptable range and the procedure was completed. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. The patient had peripheral vascular disease. Manual compression was used for thrombus aspiration. The patient was recovering. The physician stated that there was a risk as this was a case of high bifurcation of superficial femoral artery (sfa) and deep femoral artery (dfa) and the antegrade puncture was performed. The anchor may have been caught in the bifurcation. There were no other devices or equipment used with the reported product. Additional information was received on 28aug2025: the estimated blood loss was 250cc or less.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be confirmed. The likely cause was device deployment at the posterior vessel wall resulting in the adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).